Event description:
The customer received questionable results for ion selective electrode (ise) sodium (na) on one patient sample. The initial na result was 93 mmol/l, accompanied by a data flag; which was a critical value and was called to the floor. The customer repeated the sample on another cobas 6000 c501 and generated a repeat result of 125 mmol/l. The customer deemed the result from the other analyzer to be the correct result and called the floor back with the result. There was no adverse event. The patient did not receive inappropriate treatment based on the wrong result. It was determined that no ise potassium (k) or ise chloride (cl) results were obtained on the original instrument. The instrument issued both an alarm and reference flags. The customer refused to provide the k and cl results from the other instrument that was used. The lot number and expiration date for the na electrode in use was requested, but the customer could not provide this information. The field service representative found the internal standard (is) preheater bath was causing an air bubble lock. This prevented the is from flowing completely into the well. He cleaned the is preheater bath and performed an ise check, which was good. The customer performed calibration and qc, which was also good.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but not provided.